Event description:
Boston scientific crm received information that this left ventricular (lv) lead dislodged after being implanted more than one year. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this lv lead was explanted. However, it was reported that the lead was damaged during the procedure and will not be returned to boston scientific. A new lv lead will be implanted on the right side at a later date as there was a thrombus present in the vein on the left side. No additional information is available. If any additional information does become available, this report will be updated.